Manufacturer narrative:
Calibration is affected by software defect.

Event description:
Dako has found a software defect in the calibration routine of dakolink software version 4.0.3, which is used in the dako autostainer 48. Our investigation identified that this may happen only in circumstances where the following events occur in the order listed below: dakolink software on the autostainer 48 has been upgraded from version 3.1 to 4.0.3, and either a preventative maintenance or waste pump replacement of the autostainer 48 was performed during which the field service engineer inadvertently moved the base plate, and the baseplate is not completely aligned. In these very specific circumstances, the software defect may cause the autostainer control software to use old calibration settings from the previous software version 3.1, which may lead to: premature rejection of reagent bottles which causes the instrument to send an error message to the operator, and therefore, has no patient impact; or inadequate aspiration of reagent, which may lead to compromised staining which if undetected by the operator and/or pathologist. However, even if the above three conditions are met, the instrument may perform as intended. The internal geometry of the different bottles, geometry of the plate and location of reagent rack on the autostainer are also factors in determining whether a failure will occur. New instruments are not affected by this software defect as they are manufactured with dakolink software version 4.0.3 and there are no old calibration settings to which the instrument can revert back. The total affected instrument population was identified because their software has been upgraded to version 4.0.3, and either a preventative maintenance (pm) or waste pump replacement has been performed. Not all of these instruments will meet the third requirement for this potential failure because field service visits are required to determine whether the instrument contains the baseplate misalignment. Dako estimates that approximately (B)(4) of instruments identified have the baseplate misalignment. This percentage is based on the fact that dako has inspected approximately (B)(4) identified instruments, and only (B)(4) instruments have been identified as having the baseplate misalignment. It was determined that (B)(4) of these (B)(4) instruments had no mis-calibration effect, despite a baseplate misalignment, and thus no potential slide staining issue.